Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was instructed to reseat the interconnect cable. The system was then found to be operating as intended.

Event description:
The customer reported that the screen was black and the system would not boot up. There is no report of patient injury associated with this event.